Event description:
Additional information was received; it is reported the issue did not really delay the case, the surgeon just changed how to proceed with the case. After the screw did not work for what he was doing, he used a mini mitek anchor. The surgeon was very happy with the results. The bone density seemed normal, it was not soft bone. The tech in this case stated, "I do not believe the screw was inserted off axis."

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a screw was being used to elevate a lip, however the screw could not penetrate the bone. The hole was drilled and tapped prior to attempting to insert the screw. Additional information was requested but not has not been received at this time.